Event description:
Hcp is reporting to nca/ bfarm: "the patient did a lunge step ten days ago. Since then she has had pain, movement restrictions, and noises in her left hip. Condition after hip joint implantation in 2018. Revision for inlay dislocation in (B)(6) 2022 (inlay change size 52 standard)".

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that hcp is reporting to nca/ bfarm: "the patient did a lunge step ten days ago. Since then she has had pain, movement restrictions, and noises in her left hip. Condition after hip joint implantation in 2018. Revision for inlay dislocation in (B)(6) 2022 inlay change size 52 standard the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The visual inspection of the returned sample revealed that the dlt ts cer hd 12/14 36mm +5.0 presented a worn appearance due to material transfer as a result of a unintended interaction with the inner surface of the acetabular cup. Based on the observations, it is reasonable to conclude that audible sound would be present due to the unintended articulation of the head and the cup. Implant disassociation was observed between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the dlt ts cer hd 12/14 36mm +5.0 may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The event is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. A functional test was not performed as it is not applicable to the complaint condition. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the dlt ts cer hd 12/14 36mm +5.0 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: dlt ts cer hd 12/14 36mm +5.0 product code: 136536720, lot number: 9847596. 1) quantity manufactured: (B)(4), 2) date of manufacture: 06-oct-2021, 3) any anomalies or deviations identified in DHR: there were no non-conformances , associated with this lot 4) expiry date: 30-sep-2026, 5) IFU reference: 09020820.

Event description:
Additional information was received: on (B)(6) 2018, the patient had a minimally invasive cement-free hip tep left to address dysplasia coaxarthrosis left. On (B)(6) 2022, the patient had a revision to address inlay dislocation, metallosis in case of ladle and inlay abrasion (head/liner) prior to the surgery, the patient reported 6 months subluxation phenomena, recurrent falls, squeaking sound, restrictive movement and pain of left hip. During the revision, the surgeon observed severe scarring. (B)(6) 2024, the patient had a revision with pan change left along with synovectomy of metallosis, pain change. The patient had a twice inlay luxation for cup retention. The patient had a revision, debridement, during the revision, the surgeon observed that the entire joint was black, the liner was only in the front of the cup (disassociated). The head was not luxated, the inlay had come loose for the 2nd time from the enclosed cement-free cup during a sideways step and was subluxated to mediocaudal. The head was still in the cup. The cup position was regular, no cup loosening, no migration. A purely mechanical problem that the inlay did not hold in the cup. There were no report of surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, hcp is reporting to nca/ bfarm: the patient did a lunge step ten days ago. Since then she has had pain, movement restrictions, and noises in her left hip. Condition after hip joint implantation in 2018. Revision for inlay dislocation in (B)(6) 2022 inlay change size 52 standard the product was not returned to depuy synthes, however photos were provided for review. See attachment röntgen vor 1. Revision, röntgen nach 1. Revision, röntgen vor 2. Revision and röntgen nach 2. Revision the x-ray investigation revealed that the dlt ts cer hd 12/14 36mm +5.0 was observed leaning to one side from the cup, this due to the dissociation between the cup and the liner, it is reasonable to conclude that audible sound would be present due to the unintended articulation of the head and the cup. Therefore, the reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the dlt ts cer hd 12/14 36mm +5.0 may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The event is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the head would contribute to the complained device issue. A manufacturing record evaluation was performed for the finished device number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product description: dlt ts cer hd 12/14 36mm +5.0, product code: 136536720, lot number: 9847596. 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 06-oct-2021. 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 30-sep-2026. 5) IFU reference: 09020820.